Manufacturer narrative:
Date of event is estimated. Common device name: drg lead, model: mn10450-90a, UDI: (B)(4), serial: (B)(6), batch: 8713246. Common device name: drg lead, model: mn10450-90a, UDI: (B)(4), serial: (B)(6), batch: 8820221. Common device name: drg lead, model: mn10450-90a, UDI: (B)(4), serial: (B)(6), batch: 10861807.

Event description:
It was reported one of patient's leads has high impedances on all four contacts and lost coverage as a result. Investigation was unable to identify which lead attributed to the issue. Surgical intervention may be pending to address the issue.